Manufacturer narrative:
The tech isolated the issue to the emergency trend valve. He replaced the valve to repair the bed.

Event description:
Info received indicates the head of the bed is slowly drifting down.